Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0357793. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for compositional testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that 2 bd intima ii¿ IV catheters with prn adapters leaked from the tube hub during use, and foreign matter was found on the surface of the needles. The following information was provided by the initial reporter, translated from chinese to english: "radiology nurse opened the package of 22g y-type needle when preparing infusion to the patient, , connection infusion device, piercing before, check the needle, found the leakage at the catheter tube hub, so she immediately replaced other needle for infusion, without an effect on the patient, samples related to the incident have been discarded by the parties and have not been recovered. At the same time, the nurse reported that there had been multiple seepage recently and flocculent attachment on the surface of the indwelling needle, and provided the current indwelling needle on her hand."